Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. A helix and pacing lead impedance issue was noted. Attempts to obtain additional information were unsuccessful. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed electro-cautery damage. Resistance test was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.